Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a spot on her lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging spot on her lung related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found white powder on and inside the blower, in the air inlet, on the blower box. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section d8, d9 and h3, h6 updated in this report.